Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 2, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added expiration date, model number and UDI number). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information). H3: (device evaluated by manufacturer). H4: (device manufacture date). H6: (identification of evaluation codes 3331, 4114, 3224, 19). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2:4114 - device not returned. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. Based on the information provided, the described issue was most likely due to the following possible causes: the product was either dropped or inadvertently struck by an object, the excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was foggy. It is unknown when this event occurred, whether there was a delay in the procedure, whether there was blood loss, whether surgery was completed successfully or if there was any patient effect. Terumo continues to attempt to gain more information regarding this event from the user facility.